Manufacturer narrative:
Other applicable components are: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated for two days one of their ins¿ wouldn¿t charge. They also stated their left battery was showing 100% when it shouldn¿t be.